Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The customer evaluated the device and replaced the rear case and temp probe module. The ventilator passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a cooling fan speed alarm. The ventilator was not in use on a patient at the time of the event occurred.